Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rewl1327 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "hickman catheter implanted on (B)(6) 2013 on jugular vein (left). On (B)(6) it presented leaking of saline and medication. It was replaced".